Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges insulin was in the cartridge compartment. Caller reported the cartridge leaked. No adverse event reported. Discarded alleged cartridge; no product will be returned.